Manufacturer narrative:
(B)(4): the stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: myocardial infarction. Time of adverse event: after the procedure. It was reported via a trial that post a right internal carotid artery stenting procedure, the patient with a history of coronary artery disease, experienced a myocardial infarction. There was no treatment provided, but hospitalization was prolonged. Five days post-procedure, the event resolved and the patient was discharged to home. There was no additional information provided.